Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of t-wave oversensing which led to shock delivery as mentioned in the complaint description. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. After an implantation period of about 3 months, it was reported that during a standard follow-up 2 episodes of oversensing with inappropriate shocks was observed. The lead was successfully repositioned on (B)(6) 2016. Apart from the shocks, no further adverse patient side effects have been reported.